Event description:
The reporter stated the surgeon inserted and removed a cc4204a collamer aspheric single piece lens with no injury to the patient. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Method - work order search. Results : a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found the lens optic torn, with a piece torn off and missing. The lens was returned in liquid. Conclusions : (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).